Event description:
There was no amplitude displayed on the cusa when selecting the option. The tissue was not fragmented. There was no patient injury reported. The event lead to a 40 minute increase in surgery time. There was no patient adverse consequence due to the delay. The problem was detected during the procedure. A second handpiece was used to complete the case.

Manufacturer narrative:
Integra has completed their internal investigation on april 12, 2017. Results: evaluation of returned device; reported failure was confirmed; during investigation it was observed that the coil form was defective and had to be replaced, however the cause of failure was not provided by service centre. Also, the cable was porous / defective resulting in an interrupted cooling. DHR review; no anomalies that could be associated with the complaint incident were observed. Complaints history; no non-conformance review is required based on the trending analysis. Since the defective coil form was manufactured in (B)(4), there is no impact on the current manufacturing process. Further incidents of this nature will be monitored for recurrence and trending purposes. Conclusion: product was returned and the evaluation verified the complaint incident as valid. Root cause determined; cause of the handpiece failure was due to faulty coil form. Defective coil form was not manufactured in (B)(4); based on the DHR documentation and service history review, therefore, it does not impact the current manufacturing process. No corrective action / preventative action is deemed required based on the risk management acceptability review. No further action is required. Future complaints will be continued to be monitored and trended.